Manufacturer narrative:
Returned for evaluation was an evlt/pvak fiber. A visual evaluation of the disposable device noted the fiber was fractured into two pieces. The customers reported complaint of the fiber being bent/fractured is confirmed. A definitive root cause of the event cannot be determined at this time, although it is unlikely that the kit was packaged with the broken component. A possible factor could be due to handling while removing from the package. Angiodynamics' supplier of this product was notified of the event. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the device goes through several aql inspections. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was bent. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. The reported disposable device has been returned to the manufacturer for a device evaluation.